Manufacturer narrative:
Aso has reviewed records of satisfactory biocompatibility tests on the products and completed testing on samples returned by the customer as well as retains with no defects found.

Event description:
Consumer reported that applied bandage after a surgery and this burned her skin and caused rash. Consumer stated that medical attention was sought.